Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date : not applicable as this is not an implantable device. Section d6b: explant date : not applicable as this is not an implantable device. Section e1: initial reporter telephone number: (B)(6). Section h3-it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that expired was shipped to customer and used on patient. Patient vision post op is fine and does not present with any issues related to the expired ovd used during their cataract procedure. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 31 march 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: 9 of the reported 9 sealed healon were received, confirming reported lot number. An investigation will not be performed as it was determined that the expired healon was not sent by the 3pl warehouse. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review for this production order (po) shows that the units were released within specification. Additional records related to the delivery for this customer and this sku/batch combination shows a shipment date from the australian distribution center on february 2nd, 2020. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. The most probable cause is that the end customer may have mixed up the expired healon left from the last order in february 2020. The customer has re-educated their staff to check the expiration date before using products on patients all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.